Event description:
It was reported that during a total thyroid procedure, the device was chirping, on the low setting it was making a funny noise. The surgeon was not getting the coagulation that he desired from the device. There was more bleeding than usual however the surgeon was not sure if it was due to the device. Bleeding was controlled with a bovie and suture. Clamp, cut and ties were used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Event description:
The baxter sales representative stated that she had received an email from the nurse on 11-24-09 indicating that during a patient cardiopulmonary resuscitation code, while administering an unknown medication, the flo-link extension set had separated resulting in the patient not receiving the medication as intended. The nurse reported that she did not think the separation caused the patient's death but expressed concern that the medication was unable to be administered. Information received on 11/25/09 from the facility educator indicates that the patient did not expire.

Manufacturer narrative:
(B) (4). Correspondence received from the facility nurse indicates the patient did expire on an unknown date and was unrelated to the event involving the flolink device. The nurse indicated that the date of death is unknown and she has no applicable information related to this event. The nurse indicated she has no further information to provide related to this event.

Manufacturer narrative:
The actual sample was discarded and the lot number is unknown, therefore no companion samples will be returned for evaluation. Should a sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.